Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown investigation summary: the sample was not returned for evaluation, however, one electronic photo was provided for review. The investigation is confirmed for catheter rupture as there was a fractured end that was seen in the provided photo and also the end was uneven. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 4.2f is identified in d2 and g5. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 12 months post chronic catheter placement during the rinsing process, the catheter allegedly ruptured. It was further reported that there was multiple catheter repairs before catheter explant. The patient status was unknown.

Event description:
It was reported that 12 months post chronic catheter placement during the rinsing process, the catheter allegedly ruptured. It was further reported that there was multiple catheter repairs before catheter explant. Reportedly, medical intervention with general anesthesia required to remove the device. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac s/l catheter segment was returned for evaluation. Visual, microscopic visual, tactile and functional evaluations were performed. Two electronic photos were provided for review. Based on the photo review and sample evaluation, the investigation is confirmed for catheter rupture, deformation due to compressive stress, and fracture as a compound split starting approximately 4.1cm from the proximal end of the catheter segment was noted, two kinks were noted to the catheter and a compound split was noted starting approximately 9.4cm from the proximal end of the catheter segment and also catheter rupture was also noted on the photo. The edge of the proximal end of the catheter segment appeared jagged and the surface appeared granular; beach marks were noted to the surface. The edges of the compound split 4.1cm from the proximal end appear jagged and rounded. The edges of the compound split 5.9cm from the proximal end appear jagged and rounded. Sporadic necking was noted to the catheter.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 4.2f that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 4.2f is identified in d2 and g5. H10: b5,g4 h11: b1,h1,h6(patient and method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photos have been provided. The investigation of the reported event is currently underway.

Event description:
It was reported that 12 months post chronic catheter placement during the rinsing process, the catheter allegedly ruptured. It was further reported that there was multiple catheter repairs before catheter explant.